Event description:
It was reported that an internal screw came off. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was returned to olympus. The evaluation found that a screw remained inside the device due to being detached. In addition, the light guide connector was noted worn. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h8. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and from the repair estimate, the internal screw was found disconnected and the output connector was worn. It was confirmed that the very light harness had been changed. Olympus will continue to monitor field performance for this device.